Event description:
It was reported that after a usual breakfast and correct meal announcement while using the ilet system with a recently changed teflon infusion set on the right side, blood glucose rose and remained elevated for several hours, peaking around 191 mg/dl, with insulin delivery occurring and no occlusion alerts; troubleshooting suggested variability in insulin absorption or dosing pattern, and the user was advised to continue monitoring and consider a supply change if glucose did not trend down before the next meal. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to determine a specific device problem or affected component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.